Event description:
The report comes from (B)(6) med ctr ((B)(6)) concerning a medtronic flex sheath, medtronic cryo balloon, and medtronic achieve. Please see event description below for more details: following a successfully completed cryo ablation procedure for atrial fibrillation procedure, two hours later the patient was diagnosed with a pericardia! Effusion via a transthoracic echocardiogram. A pericardiocentesis was then performed in order to stabilize the patient. It is not known when, where, or what caused the perforation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).